Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to perform a series of troubleshooting steps, including checking the power source and using a known working charging setup. Eventually, the pump began charging after being plugged into a wall outlet using the original charging supplies for at least 30 minutes; however, the screen display did not turn on, leading to the creation of a case for the display issue.